Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent emergent endovascular treatment a 49.8 x 65.0 diameter abdominal aortic aneurysm and dissection and was implanted with gore® excluder® aaa endoprosthesis. Post deployment of all devices intra operative angiography showed a proximal type I endoleak from the trunk-ipsilateral leg component. Touch up angioplasty was performed but the endoleak persisted and a gore® aortic extender component placed proximally to extend coverage. Additional angiography was performed and showed the endoleak still persisted. An additional aortic extender component was placed proximally and unintentionally covering part of the right renal artery; wherefore a bare metal stent was implanted in the right renal artery. The procedure was concluded with a slight proximal type I endoleak remaining. The patient tolerated the procedure and will be monitored by the physician.